Event description:
(B)(4). I was implanted in 2011, but my symptoms didn't begin until 2012.

Event description:
#Medwatcher #(B)(4). I began to fluctuate weight, going from an average (B)(6) in a matter of months. As of now im at the heaviest in my life at (B)(6). My skin began to itch and have small bumps. I had extremely painful intercourse and would bleed afterwards. I was diagnosed with bacterial vaginitis, in 2014. I have developed cysts on my ovaries and my periods are completely irregular. I will go without a period for up to 5 months, with signs mimicking pregnancy followed by periods lasting 1 to 3 months. I am at times anemic and have been diagnosed with a vit d deficiency. My belly bloats and some days I look 4 months pregnant. My teeth have become very brittle and filled with cavities. I have pain in both sides of my hips, more so on my left side. The pain causes shooting nerve pain down my legs and into my upper back. My hair has thinned. I have also become quite depressed at times more so do to my lack of energy especially during my period.